Event description:
It was reported that a vns pt was experiencing an infection at her generator site, and that antibiotics had been prescribed. An add'l report was rec'd from the pt's treating physician that vns would be explanted due to the generator eroding through the skin. The vns sys was explanted, and the prod has been returned to the MFR for analysis. A review of the products mfg records show the device to be sterilized prior to distribution. Good faith attempts to obtain add'l info have been unsuccessful to date.

Manufacturer narrative:
Device mfg records were reviewed. Review of mfg records confirmed sterilization for both the generator and lead prior to distribution.